Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the instrument was not reproducing white blood cell (wbc), red blood cell (rbc) and hgb (hemoglobin) results. The fse replaced several components but was unable to repair the issue. The instrument is being returned as non field repairable (nfr) instrument. (B)(4).

Event description:
The customer reported the coulter act diff analyzer was failing reproducibility of results. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.